Event description:
Customer alleges discrepant results with meter compared to lab. Pt's target therapeutic range is 2.5-3.5. Pt went into atrial fibrillation and went to the ER on (B)(6) 2011. Pt was then placed on heparin for 1 week.

Manufacturer narrative:
Investigation pending.